Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was loss of capture on the right ventricular (rv) lead. It was confirmed by x-ray that the lead had dislodged/ pulled back. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.